Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1110621.

Manufacturer narrative:
(B)(4). The reservoir functioned as intended for eight days between (B)(6) 2011 and (B)(6) 2011. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation of the complaint sample indicates that the fallen valve is bigger than the normal. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1110621, exp date 05/31/2016, mfg date 05/31/2011. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2011 and a drain was placed. Initially, the reservoir functioned as intended. On (B)(6) 2011, it was found that the anti reflux valve was detached and had fallen into the reservoir. The reservoir was exchanged with another like product and there were no adverse patient consequences.